Manufacturer narrative:
Upon photographic inspection, it was confirmed that the screw which was alleged to have fallen into the pt was replaced with a screw not provided by kapp. When manufactured by kapp, these screws are peened in place and can only be removed if forced by the user facility. These screws are not removed by kapp during servicing and maintenance. They are not intended to be removed by the user. The reporting facility indicated that one of two devices may have been involved with the incident. S/n (B)(4) was manufactured by kapp surgical in 1993. There are no records of this instrument ever being repaired or serviced by kapp surgical. The other device which may have been involved is s/n (B)(4). This is not a serial number used by kapp. Furthermore, there was photographic evidence that this retractor was repaired by a facility which etched or re-etched "cosgrove" with a misspelling. It is probable that s/n (B)(4) is not a device manufactured by kapp surgical.

Event description:
A screw at the bottom of a main bracket of a cosgrove retractor came out during surgery. The retractor was being used during a mitral valve repair. The screw is believed to have remained in the pt.